Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Receiver functional test was performed and passed. Case opened for interior inspection and passed. Battery voltage test was performed and passed. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Receiver functional test was performed and passed. Case opened for interior inspection and passed. Battery voltage test was performed and passed. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.